Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. On (B)(6) 2017 patient underwent intraocular lens reposition surgery, and the postoperative visual acuity was clear. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. It was discovered that the lens was out of position. A secondary procedure took place for the lens to be repositioned the day following the implant. Additional information was requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).